Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information that a 21mm 11500aj valve was explanted after an implant duration of (B)(6) due to limited mobility of valve leaflets, moderate aortic stenosis, calcification and degeneration. The device was explanted and replaced with a 23mm 11500aj. The device was returned for evaluation.